Manufacturer narrative:
Device evaluated by MFR.: the device was returned for evaluation. Visual inspection noted that the device was kinked. The spring tip was broken at 328.5 cm of the proximal section of the device. Overall length was not measured as the wire was broken. Outer diameters of the rest of the device were within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as: 2134265-2016-07067 it was reported that a rotawire tip detached and remained inside the patient. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified proximal to mid left anterior descending artery(lad). A 330cm rotawire¿ and a 1.5mm rotalink¿ plus were selected for use. During the procedure, it was noted that the rotawire was moving back and forth as the wire releasing button was not locked. The physician was concerned with the movement of the rotawire thus the rotawire was removed from the patient¿s body. Subsequently, it was noted that about 1cm of the distal tip was detached and remained in the distal lad. The procedure was completed with another of the same rotawire and a 1.75mm rotalink¿ plus. No further patient complications were reported and the patient¿s condition was good.

Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.   (B)(4)

Event description:
Same case as: 2134265-2016-07067. It was reported that a rotawire tip detached and remained inside the patient. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified proximal to mid left anterior descending artery(lad). A 330cm rotawire and a 1.5mm rotalink plus were selected for use. During the procedure, it was noted that the rotawire was moving back and forth as the wire releasing button was not locked. The physician was concerned with the movement of the rotawire thus the rotawire was removed from the patient's body. Subsequently, it was noted that about 1cm of the distal tip was detached and remained in the distal lad. The procedure was completed with another of the same rotawire and a 1.75mm rotalink plus. No further patient complications were reported and the patient's condition was good.